Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion that breached the outer insulation and exposed the outer coil consistent with friction to the device can at one location proximal to the suture sleeve tie impressions.

Event description:
This report is to advise of an event observed during analysis.